Event description:
Later the patient became hemodynamically unstable and they needed to remove [haemodynamic instability] did the jada device stop control the bleeding? Yes, at first [device ineffective] they could see a lot of clots behind it when they removed the jada [device occlusion]. Case narrative: this initial spontaneous report originating from the united states, was received from a labor and delivery clinical nurse educator via clinical accounts specialist (cas), referring to a female patient of unknown age. The patient's concurrent conditions included uterine atony, multigravida and multiparous (reported as "patient's 3rd or 4th pregnancy with 3 or 4 births"). Her historical conditions included pregnancy and caesarean delivery. Her past drugs, concomitant medication and allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the physician inserted vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. Reportedly, the device came with blue seal valve, kit and green carton. The reason of postpartum hemorrhage was suspected to be uterine atony. The physician got control of the bleeding immediately, but then later the patient became hemodynamically unstable (haemodynamic instability, onset date: unknown), and they needed to remove the vacuum-induced hemorrhage control system (jada system). It was also reported that the vacuum-induced hemorrhage control system (jada system) only controlled the bleeding at first (device ineffective, onset date: unknown), however, there was another bleeding episode. A lot of clots were seen behind it when the vacuum-induced hemorrhage control system (jada system) (device occlusion) was removed. The patient sought medical attention and then she was taken to the operating room and got a hysterectomy (also reported as treatment). It was also reported that the adverse event (ae) was not a cancer or a congenital anomaly. The patient did not die and there was no patient overdose. More than one vacuum-induced hemorrhage control system (jada system) was not used, and the device was not removed and then reinserted again. The attending physician received training on vacuum-induced hemorrhage control system (jada system) usage in (B)(6) 2023. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. The outcome of haemodynamic instability was considered to be recovered (reported as the patient "recovered well"). The reporter's causality assessment was not reported. Upon internal review, the events of haemodynamic instability, device ineffective and device occlusion were considered as serious as they required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00062. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00062 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00062. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00062 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).